Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial #: (B)(4), product type: lead. Product ID: 3777-60, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-jun-2012, UDI #: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-jun-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient's leads kept pushing the leads out of her body and that was why she had to go back and get the leads re-implanted with sutures instead of anchors. No further complications were reported/anticipated.